Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior and restorelle directfix posterior mesh. Later the patient experienced pain, itching, burning with urination, urinary tract infection, urinary urgency, vulvar itching, yeast infection, vaginal pain radiating into the right hip and leg, right perineal area pain, pelvic pain likely nerve pain, stress urinary incontinence and intrinsic sphincter deficiency. Urelle, macrobid, lidocaine, motrin, tramadol, lyrica and diflucan were prescribed. A mesh removal, urethrolysis, a competitor's product placement and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.